Event description:
It was reported that the procedure was to treat the mildly calcified, mildly tortuous carotid artery. The acculink self expanding stent system (sess) was loaded onto an .014 guide wire and advanced to the lesion. Deployment was started but the stent completely failed to open or deploy. The sess was removed and another stent was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. Returned device analysis identified the stent was deployed and the shaft was separated. The account stated they were aware of the separation and that the stent was returned with the device. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The reported activation failure was unable to be replicated in a testing environment due to the condition of the returned device. The reported material separation was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during deployment interaction with the mildly calcified and mildly tortuous anatomy prevented the shaft lumens from moving freely resulting in the reported activation/deployment failure. Manipulation of the device in attempts to deploy the stent and/or after the procedure resulted in the noted material separation. As noted, the stent was deployed and not returned. There is no indication of a product quality issue with respect to manufacture, design or labeling.na.

Event description:
It was reported that the procedure was to treat the mildly calcified, mildly tortuous carotid artery. The acculink self expanding stent system (sess) was loaded onto an .014 guide wire and advanced to the lesion. Deployment was started but the stent completely failed to open or deploy. The sess was removed and another stent was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. Returned device analysis identified the stent was deployed and the shaft was separated. The account stated they were aware of the separation and that the stent was returned with the device. Subsequent to the initially filed report, the account stated that the separation occurred after the procedure. No additional information was provided.